Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified no damages in the hypotube shaft. The device was received in two sections as a result of a break in the distal extrusion. The break was located at the site of the guidewire exit port (approximately) 25.2cm proximal from the tip. Evidence of stretching was visible along both sides of the extrusion break and at the break site. A kink was visible in the midshaft approximately 5mm proximal from the break site. A detailed microscopic examination of the balloon material identified no damages. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the distal extrusion identified that the extrusion was stretched at the site of the break. Additional stretching was noted in the midshaft extrusion. A microscopic examination of the inner/wire lumen identified that the lumen was stretched and bunched. A microscopic examination of the tip section found no damage.

Event description:
Reportable based on device analysis completed on 03 nov 2023. It was reported that the stylet was unable to be removed. A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the stylet was unable to be removed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that there was a break located at the site of the guidewire exit port (approximately) 25.2cm proximal from the tip.